Event description:
Capsule failed to attach. The customer attempted to deploy the capsule before the required level of vacuum was reached due to user error. No adverse event was reported and no intervention was required.